Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues due to cylinders rupture which led to fluid leakage. A revision surgery was performed, upon examination it was found that the outer layer of paraline came off from the device. In addition, the reservoir was reported to have migrated into the patient's scrotum. The device was explanted. No patient complications were reported.